Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified de novo lesion in the proximal left anterior descending artery. A 2.50x12 mm tenku balloon dilatation catheter (bdc) was selected to perform pre-dilatation. No resistance was noted while removing the stylet/protective sheath. The bdc was soaked and prepped outside the anatomy prior to use. The bdc was advanced toward the target lesion without any noted resistance and the balloon ruptured at 14 atmospheres during the second inflation. The bdc was withdrawn without any noted resistance. A same size non-abbott bdc was used to continue treating the lesion. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The tenku balloon dilation catheter is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.